Event description:
It was reported that the patient was admitted to the hospital on the date of this report for an altered mental status. The physician had requested a pump interrogation and to have the pump reprogrammed to the minimum rate. There was no alleged product issue despite the required reprogramming. No diagnostic testing or troubleshooting was performed. The cause of the issue as well as the if the product issue was resolved was reported as ¿unknown or n/a.¿ at the time of the event the patient¿s status was reported as alive, no injury. This device system delivered morphine. It was further reported that the cause was undetermined at this time. The physician had stated that patient had a bad heart and lungs. The patient also tested positive for illegal substance; cannabis. There reportedly was no issue with the patient¿s pump or catheter. The patient was discharged on (B)(4) (B)(6) 2013 and still programmed at minimum rate.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, lot # j0056661r, implanted: (B)(6) 2001, product type catheter. (B)(4).